Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, an unknown screw could not be removed from an unknown outer tube. No surgical delay reported. Procedure was successfully completed with another screw. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part number: 02.200.014ts; lot number: 6l42647; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: november 18, 2019; expiry date: november 1, 2024. Lot 6l42647 is part of a CAPA, therefore no investigation is required for this lot number as the investigation including root cause definition has already been performed under this CAPA. Visual inspection: the cortscr ã¸3.5 self-tap l14 sst(product code:02.200.014ts lot code:6l42647) was returned and received at us customer quality cq. Upon visual inspection the inner tube of cortex screw did not disengage from outer tube. The inspection performed at us cq confirmed that after unscrewing the outer cap the entire inner tube (cap with holder and screw) is retained within the outer tube, preventing the screw from being removed and used. No further damage is visible. Document/ specification review: current and manufactured revisions depuy synthes sterile tube packaging usage guide package instruction sterile star tubes with top cap label no discrepancy or design issue was found. Dimensional inspection: dimension inspection was not performed due to the nature of this complaint. Investigation summary: the complaint condition is confirmed for cortscr ã¸3.5 self-tap l14 sst (product code:02.200.014ts lot code:6l42647). This production lot (6l42647) was manufactured in november 18, 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action and part of the field safety notice. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within the CAPA and hence the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.